Event description:
It was reported that the patient was experiencing shocking every once in a while down the neck and left shoulder. There was no known accident or incident related to the symptoms and the patient did not try turning off the stimulation. The patient outcome was not reported but it was noted that they did have a follow up appointment on (B)(6) 2012. Additional information was requested but was not available at the time of this report. See also manufacturer's report # 3004209178-2012-01797.

Manufacturer narrative:
Lead model: 3389-40, lot #: v000202, implanted: (B)(6) 2005, explanted: na; extension model: 7482a51, serial #: (B)(4), implanted: (B)(6) 2007, explanted: na; programmer model: 7438, serial #: (B)(4), left side system: ins model: 7426, serial #: (B)(4), implanted: (B)(6) 2005, explanted: na; lead model: 3387s-40, lot #: j0511573v, implanted: (B)(6) 2007, explanted: na ; extension model: 7482a51, serial #: (B)(4), implanted: (B)(6) 2007, explanted: na.